Event description:
Philips received a complaint from the customer on the v60 indicating that the device had a misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed the reported problem. Since it was not resolved by calibrating the touchscreen, the asp replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips' standards and was returned to service.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. Regarding the touchscreen accusation of ¿misalignment in the touch position¿: the product investigation lab (pil) technician was unable to confirm the complaint. The touchscreen flex circuit successfully passed all resistance tests. Testing the returned touchscreen resulted in a 'no problem found' status. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.